Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that intermittent cartridge change errors occurred during the load sequence. Reportedly, the cartridge was reloaded and insulin delivery was resumed. There was no impact to customer¿s blood glucose. The customer continued to use the pump for insulin therapy.